Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker showed one and a half years remaining battery life at the previous interrogation, however four months later, the battery longevity had decreased to seven months remaining. One month later it was at five months remaining. Engineering reviewed the data stored in the pacemaker and noted that the power consumption had been increasing over the last year. Device replacement was recommended. The pacemaker was explanted and returned for analysis. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the results of the analysis.